Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with laparotomy with supracervical hysterectomy/sacrospinous fixation of vagina, bilateral salpingo - oophorectomy - (B)(6) 2010, rectocele repair with mesh revision (B)(6) 2007, cystoscopy to uterine prolapse with first to second degree, stage ii cystocele and stage iii pelvic organ prolapse. It was reported that patient underwent transvaginal hysterectomy with vaginal suspension on (B)(6) 2010. It was reported that the patient also underwent mesh removal in 2008, 2010 and posterior repair on (B)(6) 2007. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted due to sui. It was reported that following insertion the patient experienced erosion through vaginal wall, permanent scarring which led to a stent being placed, dyspareunia, recurrent uti¿s, odor, low back pains, incontinence, embarrassment and anxiety, and has undergone additional surgeries and revisionary procedures. It was reported that patient underwent mesh removal around the (B)(6) 2008 for dyspareunia, recurrent uti¿s, odor, low back pains, incontinence. It was reported that patient underwent removal mesh surgery in 2010.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced erosion through vaginal wall, permanent scarring which led to a stent being placed, dyspareunia, recurrent uti¿s, odor, low back pains, incontinence, embarrassment and anxiety. It was reported that patient underwent mesh removal around (B)(6) 2008 for dyspareunia, recurrent uti¿s, odor, low back pains, and incontinence. It was also reported that patient underwent removal mesh surgery in 2010. No additional information was provided.